Manufacturer narrative:
According to the case report forms (crfs) and report, the patient underwent sole therapy transmyocardial revascularization (tmr) via left anterolateral thoracotomy without cardiopulmonary bypass on (B)(6) 2016. The manufacturing records were reviewed for handpiece (B)(4). It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. Operative records from the site indicate that the (B)(6) patient presented with acute myocardial infarction in 2006 and had a sextuple coronary bypass with ima to lad, vein graft to the posterior descending branch of rca and vein graft to multiple circumflex branches. The patient has since required multiple interventions and his latest cardiac catheterization completed several weeks prior to tmr demonstrated a patent left mammary to the distal left anterior descending. The lad itself was patent down to a moderate sized diagonal and then was severely stenotic beyond that diagonal and then a segment beyond the stenosis was perfused with the mammary graft. There was a vein graft to the right posterior descending branch which required stents but was widely patent. There was no collateralization to the circumflex branches but still fairly good left ventricle (lv) function with ejection fraction (ef) of about 45% with global hypokinesis. Myocardial perfusion showed photon attenuation of 56%. The patient came into the operating room for tmr as there were no graftable vessels in the large circumflex distribution. The patient's reported angina score at the 30-day follow-up indicated no change in the pre-tmr angina score. According to the literature, 76-88% of patients who underwent sole therapy tmr improved by 2 or more angina classes at 3 month follow-up. However, there is evidence to support that some patients may not experience any change in baseline angina scores 3 months post-tmr (jones 1999). Both frazier et al. And jones et al. Observed that patients with fewer comorbidities experienced less relief of angina symptoms than patients with fewer comorbidities. The patient in this case had numerous pre-operative comorbidities and very advanced cad which could have limited relief of angina symptoms. Based on the available information, the root cause of the patient's recurrent angina is restenosis of a previously stented lesion and is unlikely related to the sologrip iii handpiece or the tmr procedure. The IFU lists "unstable angina" as a potential adverse event associated with the use of tmr.

Event description:
According to report, a patient had transmyocardial revascularization (tmr) and was re-hospitalized after experiencing to angina on (B)(6) 2016. Patient was discharged on (B)(6) 2016.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to report, a patient had transmyocardial revascularization (tmr) and was re-hospitalized after experiencing to angina on (B)(6) 2016. Patient was discharged on (B)(6) 2016.